Event description:
It was reported that after 8 days in place, the catheter had "eroded through the vein wall". As a result, a thoracentesis was performed. No other details were provided. No pt complications reported.